Manufacturer narrative:
The maryland bipolar forceps has been returned and evaluated by the failure analysis team. The instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the maryland bipolar forceps instrument had exposed wires from forceps, possibly broken wires. The procedure was completed with no reported injury. On 10/30/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating that the maryland bipolar forceps instrument had exposed wires from forceps, possibly broken wires. Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury. The procedure was completed using backup instrument. There were no fragments fell into the patient. There was no procedure delay.